Event description:
Boston scientific received information that this patient was implanted with a boston scientific cognis 100-d cardiac resynchronization therapy defibrillator (crt-d). The patient experienced ventricular tachycardia (vt) and ventricular fibrillation (vf) resulting in syncope. Anti-tachycardia pacing (atp) therapy accelerated the vf, and six unsuccessful 41 j shocks were delivered. A seventh shock was successful. An x-ray was performed which found the implanted competitor subcutaneous array lead had dislodged. The physician believed this was the likely cause of the increased defibrillation threshold (dft).

Manufacturer narrative:
This information was reported in the journal article li j, zitron e, katus ha, becker r. Seventh try's a charm: ventricular fibrillation terminated by the seventh shock. Circ arrhythm electrophysiol. 2011; 4(2): e4-6.